Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips will not close correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed from the jaws in order to inspect them and they were found to be misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the instrument, the clips were fed as intended; however, due to the condition of the jaws, six scissored clips were formed. Finally the device locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.